Event description:
It was reported that this right ventricle (rv) lead exhibited noise and a slight decrease in pace impedance measurements. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).